Manufacturer narrative:
Block b3: exact date unknown, event occurred mid march prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7108496 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70 serial number:(B)(6). Batch/lot number: 5005747 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4).

Event description:
The patient was reported to have developed a blister along the midline incision, accompanied by drainage. Bloodwork findings did not indicate any signs of infection. At the time, the patient was receiving negative pressure wound therapy (wound vac). The provider assessed that the wound complication was unlikely related to the device, noting that the patient was otherwise doing well aside from the midline incision issue. The plan is to continue monitoring the response to the wound vac. If there is no improvement in healing, surgical revision of the incision may be considered.